Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the patient had multiple lead revisions in the past. It was noted the patient had back and neck surgery. The surgery was for a dorsal column implant that occurred on (B)(6), 2012. It was unclear if the device was replaced or if the surgery was just a revision. It was further noted the patient had 'a history of some exposed wires in the past.' Additional information regarding the revision (battery was moved lower on the same side of the body) that was previously reported in the initial report was reported in manufacturer report # 3004209178-2013-00960.

Event description:
It was reported the patient had 'several' revisions since (B)(6) 2012. It was stated the patient had problems with the lead, which led to a revision in (B)(6) 2012. It was noted the lead was 'buried deep enough and was suspected to be a surgical complication.' It was unclear if all the revisions noted were on the same device and were due to lead problems. About three weeks later, it was reported the healthcare provider revised the patient's pocket site. It was stated the battery was moved lower on the same side of the body. It was noted that the patient was 'doing well.'

Manufacturer narrative:
(B)(4).